Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and the treatment appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid superficial femoral artery with mild tortuosity and heavy calcification that was 75% stenosed. An 8.0x100mm absolute pro self-expanding stent system (sess) was advanced along an unspecified guide wire to the lesion. There was no interaction between devices; however, the stent jumped during deployment, resulting in the stent missing part of the lesion. The 8.0x100mm absolute pro sess was simply removed from the patient anatomy without issue. An additional 8.0x80mm absolute pro stent was successfully implanted to cover the remaining portion of the lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.